Event description:
It was reported that the nurse stated that the patient should be rewarming but appeared to be behind targeted temperature (tt) in an arctic sun device. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 28.5c, flow rate (fr) was 2.7lpm, rewarm from tab from 36.4c, rate 0.25c, to 37c. They claimed no alerts or alarms and had a difficult time accessing the help button. Finally accessed event log and noted alarm 15 (unable to obtain stable patient temperature (pt)) and alert 50 (patient temperature (pt) one erratic). They stated that they have changed from esophageal to foley earlier in the day. Flexed cable and ensured stable patient temperature (pt). Advised changing the probe might have resolved these issues. Had send screenshot of graph and therapy seemed to be going well. It appeared the targeted temperature (tt) was changed. Recommended that they leave therapy running and make no changes to the device and adding bair hugger now. Second call from same day. Patient had been rewarming since 13:00. Patient was not getting to targeted temperature (tt). Around 5:30 (est) patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 33.3c. Nurse stated that the device alerted about patient temperature (pt) not changing. Wanted to ensure device was working correctly. Patient temperature (pt) 36.2c (via foley). Walked through accessing alerts or alarms. 15 & 50 earlier and nurse confirmed they had esophageal probe in place when noticed large patient temperature (pt) fluctuation. Replaced with foley probe at that time. Most recent alert was 116 (patient temperature (pt) 1 has not changed for extended period of time) followed by alarm 117 (patient temperature (pt) 1 has not changed for extended period of time). Verified good pad coverage with no exposed abdomen. Trend indicator was thermoneutral. Bair hugger had been on for the last couple hours. System diagnostics showed that the outlet monitor temperature (t1) was 36.2c, outlet control temperature (t2) was 36.1c, inlet temperature (t3) was 35.9c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0, heater command (hc) was 19, water reservoir level (wrl) was 3, system hours were 6192.2 and pump hours were 5591.1. Advised pumps were operating within specifications. Patient temperature (pt) was within 0.8c of targeted temperature (tt) was at this time. Secondary temperature source was rectal probe plugged into bedside monitor and it had been correlating and currently reads 36.2c. Patient temperature (pt) was 36.2c via foley on device and water temperature (wt) was 36.5c. Device looks to be responding appropriately. Everything was point to patient related reasons for difficulty rewarming. Encouraged to discuss with team or doctor. Call back with any additional questions or concerns.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient should be rewarming but appeared to be behind targeted temperature (tt) in an arctic sun device. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 28.5c, flow rate (fr) was 2.7lpm, rewarm from tab from 36.4c, rate 0.25c, to 37c. They claimed no alerts or alarms and had a difficult time accessing the help button. Finally accessed event log and noted alarm 15 (unable to obtain stable patient temperature (pt)) and alert 50 (patient temperature (pt) one erratic). They stated that they have changed from esophageal to foley earlier in the day. Flexed cable and ensured stable patient temperature (pt). Advised changing the probe might have resolved these issues. Had send screenshot of graph and therapy seemed to be going well. It appeared the targeted temperature (tt) was changed. Recommended that they leave therapy running and make no changes to the device and adding bair hugger now. Second call from same day. Patient had been rewarming since 13:00. Patient was not getting to targeted temperature (tt). Around 5:30 (est) patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 33.3c. Nurse stated that the device alerted about patient temperature (pt) not changing. Wanted to ensure device was working correctly. Patient temperature (pt) 36.2c (via foley). Walked through accessing alerts or alarms. 15 & 50 earlier and nurse confirmed they had esophageal probe in place when noticed large patient temperature (pt) fluctuation. Replaced with foley probe at that time. Most recent alert was 116 (patient temperature (pt) 1 has not changed for extended period of time) followed by alarm 117 (patient temperature (pt) 1 has not changed for extended period of time). Verified good pad coverage with no exposed abdomen. Trend indicator was thermoneutral. Bair hugger had been on for the last couple hours. System diagnostics showed that the outlet monitor temperature (t1) was 36.2c, outlet control temperature (t2) was 36.1c, inlet temperature (t3) was 35.9c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0, heater command (hc) was 19, water reservoir level (wrl) was 3, system hours were 6192.2 and pump hours were 5591.1. Advised pumps were operating within specifications. Patient temperature (pt) was within 0.8c of targeted temperature (tt) was at this time. Secondary temperature source was rectal probe plugged into bedside monitor and it had been correlating and currently reads 36.2c. Patient temperature (pt) was 36.2c via foley on device and water temperature (wt) was 36.5c. Device looks to be responding appropriately. Everything was point to patient related reasons for difficulty rewarming. Encouraged to discuss with team or doctor. Call back with any additional questions or concerns.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the nurse stated that the patient should be rewarming but appeared to be behind targeted temperature (tt) in an arctic sun device. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 28.5c, flow rate (fr) was 2.7lpm, rewarm from tab from 36.4c, rate 0.25c, to 37c. They claimed no alerts or alarms and had a difficult time accessing the help button. Finally accessed event log and noted alarm 15 (unable to obtain stable patient temperature (pt)) and alert 50 (patient temperature (pt) one erratic). They stated that they have changed from esophageal to foley earlier in the day. Flexed cable and ensured stable patient temperature (pt). Advised changing the probe might have resolved these issues. Had send screenshot of graph and therapy seemed to be going well. It appeared the targeted temperature (tt) was changed. Recommended that they leave therapy running and make no changes to the device and adding bair hugger now. Second call from same day. Patient had been rewarming since 13:00. Patient was not getting to targeted temperature (tt). Around 5:30 (est) patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 33.3c. Nurse stated that the device alerted about patient temperature (pt) not changing. Wanted to ensure device was working correctly. Patient temperature (pt) 36.2c (via foley). Walked through accessing alerts or alarms. 15 & 50 earlier and nurse confirmed they had esophageal probe in place when noticed large patient temperature (pt) fluctuation. Replaced with foley probe at that time. Most recent alert was 116 (patient temperature (pt) 1 has not changed for extended period of time) followed by alarm 117 (patient temperature (pt) 1 has not changed for extended period of time). Verified good pad coverage with no exposed abdomen. Trend indicator was thermoneutral. Bair hugger had been on for the last couple hours. System diagnostics showed that the outlet monitor temperature (t1) was 36.2c, outlet control temperature (t2) was 36.1c, inlet temperature (t3) was 35.9c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0, heater command (hc) was 19, water reservoir level (wrl) was 3, system hours were 6192.2 and pump hours were 5591.1. Advised pumps were operating within specifications. Patient temperature (pt) was within 0.8c of targeted temperature (tt) was at this time. Secondary temperature source was rectal probe plugged into bedside monitor and it had been correlating and currently reads 36.2c. Patient temperature (pt) was 36.2c via foley on device and water temperature (wt) was 36.5c. Device looks to be responding appropriately. Everything was point to patient related reasons for difficulty rewarming. Encouraged to discuss with team or doctor. Call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.